Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids (multiple leiomyomata), cervicitis, cyst nos, anemia, abdominal bloating, abdominal pain, vaginitis, uterine dilation and curettage, vaginal delivery (normal spontaneous vaginal delivery), adenomyosis and benign polyp of uterus. Previously administered products included for an unreported indication: iron from 2003 to (B)(6) 2004. Concomitant products included fluconazole (fluconaz) from (B)(6) 2017, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and vitamin d nos (vitamin d) from (B)(6) 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), fatigue ("fatigue,"), anxiety ("psychological psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with ondansetron (zofran) and surgery (microwave endometrial ablation-2010 and total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and anaemia had resolved and the depression, fatigue, anxiety, dysmenorrhoea, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in confirmation test: currently reported-plaintiff did not undergo essure confirmation test. Discrepancy in essure insertion dates-previously reported (B)(6) 2007 and currently reported (B)(6) 2006. Received treatment for abdominal pain and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Physical examination - on an unknown date: abdomen: uterus with large myoma left mid abdomen. Ultrasound scan - on (B)(6) 2014: shows multiple mycmas largest endometrium unremarkable. Ovaries normal. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as menorrhagia and dysmenorrhea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: post removal complication were added. Event outcome were updated to recovered : pelvic pain , dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids (multiple leiomyomaya), cervicitis, cyst nos, anemia, abdominal bloating, abdominal pain, vaginitis, uterine dilation and curettage, vaginal delivery (normal spontaneous vaginal delivery), adenomyosis and benign polyp of uterus. Previously administered products included for an unreported indication: iron from 2003 to (B)(6) 2004. Concomitant products included fluconazole (fluconaz) from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), fatigue ("fatigue,"), anxiety ("psychological psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with ondansetron (zofran) and surgery (microwave endometrial ablation-2010 and total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, abdominal pain and anaemia had resolved and the depression, fatigue, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in confirmation test: currently reported-plaintiff did not undergo essure confirmation test discrepancy in essure insertion dates-previously reported (B)(6) 2007 and currently reported (B)(6) 2006 received treatment for abdominal pain and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Physical examination - on an unknown date: abdomen: uterus with large myoma left mid abdomen. Ultrasound scan - on (B)(6) 2014: shows multiple mycmas largest endometrium unremarkable. Ovaries normal.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as menorrhagia and dysmenorrhea, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Event added: weight gain. Event outcome updated for: menorrhagia and vaginal haemorrhage. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids (multiple "leiomyomata"), cervicitis, cyst nos, anemia, abdominal bloating, abdominal pain, vaginitis, uterine dilation and curettage, vaginal delivery (normal spontaneous vaginal delivery), adenomyosis and benign polyp of uterus. Previously administered products included for an unreported indication: iron from 2003 to (B)(6) 2004. Concomitant products included fluconazole (fluconaz) from (B)(6) 2017, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and vitamin d nos (vitamin d) from (B)(6) 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), fatigue ("fatigue,"), anxiety ("psychological psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with ondansetron (zofran) and surgery (microwave endometrial ablation-2010 and total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, depression, vaginal haemorrhage, fatigue, anxiety and dysmenorrhoea outcome was unknown and the abdominal pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in confirmation test: currently reported-plaintiff did not undergo essure confirmation test discrepancy in essure insertion dates-previously reported (B)(6) 2007 and currently reported (B)(6) 2006 received treatment for abdominal pain and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Physical examination - on an unknown date: abdomen: uterus with large myoma left mid abdomen. Ultrasound scan - on (B)(6) 2014: shows multiple mycmas largest endometrium unremarkable. Ovaries normal.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as menorrhagia and dysmenorrhea, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain and anemia added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids (multiple leiomyomata), cervicitis, cyst nos, anemia, abdominal bloating, abdominal pain, vaginitis, uterine dilation and curettage, vaginal delivery (normal spontaneous vaginal delivery), adenomyosis and benign polyp of uterus. Previously administered products included for an unreported indication: iron from 2003 to (B)(6) 2004. Concomitant products included fluconazole (fluconaz) from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006 and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), fatigue ("fatigue,"), anxiety ("psychological psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with ondansetron (zofran) and surgery (microwave endometrial ablation-2010 and total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, depression, vaginal haemorrhage, fatigue, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in confirmation test: currently reported-plaintiff did not undergo essure confirmation test discrepancy in essure insertion dates-previously reported (B)(6) 2007 and currently reported (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Physical examination on an unknown date: abdomen: uterus with large myoma left mid abdomen. Ultrasound scan on (B)(6) 2014: shows multiple mycmas largest endometrium unremarkable. Ovaries normal. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as menorrhagia and dysmenorrhea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), fatigue were added. Suspect drug start and stop date added. Medical history, lab data, concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.